Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificates of conformance, IFU and fmea, the root cause is malpositioned implants caused by the selection of the incorrect size of implants (too short).

Event description:
The patient presented with classic si joint pain complaints and responded favorably to a diagnostic si joint injection. On (B)(6) 2013, the surgeon performed an si joint arthrodesis using the ifuse implant system placing three 7 x 40 mm ifuse implants. There were no intra or post-operative complications. The patient did well for three weeks after surgery. At that time the patient began complaining of pain of the same nature and quality and in the same anatomic area as before surgery. A CT scan was performed that showed that none of the three implants was fully across the si joint and seated into the sacrum. On (B)(6) 2013, the surgeon performed a revision surgery where he advanced one of the implant across the si joint and placed two additional implants (both 7 x 50 mm). No subsequent intra or post-operative complications have been reported. Per si-bone vp of medical affairs, "medical review shows this to be a case of malpositioned implants caused by the selection of the incorrect size of implants (too short)."